Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced symptoms of altitude sickness including stomach cramps and vomiting. The cgm reading was not remembered, but was reportedly normal. It was not reported whether the patient checked the bg at the onset of symptoms. An ambulance was called and she lost consciousness. In the hospital, the patient was treated with an IV drip and a magnesium drink for hyperglycemia. There was no report of cgm or bg values at that time. The sensor was removed and the bg was monitored by fingerstick every half hour until back to normal range. The patient was discharged (B)(6) 2023. At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.